Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a multiple level posterior transforaminal lumbar interbody fusion using rhbmp-2/acs combined with allograft and/or autograft material. Post-operatively, the patient experienced injuries and damages, including but not limited to ectopic bone growth, inflammatory reaction(s) to bmp, chronic pain, additional surgeries, failure to fuse, loss of mobility, emotional distress, pain and suffering, and other injuries.